Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert indicating an out of range shock impedance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Another alert was generated for a code which indicated the battery was depleting earlier than expected. Subsequently a revision procedure was performed. During the revision the rv lead insulation was noticed to be severely damaged approximately 5 centimeters distal from yolk. Thus the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned severed in two segments at approximately 14 centimeters (cm) from terminal pin. The distal segment was torn apart at approximately 27 cm from terminal pin. Both lead segments were subject to direct current resistance testing to which only the proximal portion of the lead passed. Visual inspection of the distal segment revealed trilumen insulation abrasion through to conductors. Both the distal and proximal high voltage cables had abraded through to the conductor. Webbing damage to all three lumens was observed at this location as well. Analysis determined that the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle first-rib region.